Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and the patient "fell on and off" at 6 v, but the ventricular pacing rate was low, so it was almost the same, intermittent pacing and undersensing. The right atrial (ra) lead exhibited temporary high thresholds. The rv lead was reprogrammed and remains in use. The ra lead remains in use. No patient complications have been reported as a result of this event.